Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 08/23/2023. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and evidence of charred material and blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal cold jaw. There were no other visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the photographic evaluation as well as the investigation results, both the reported failures "material twisted/ bent wire" and "peeled; delaminated' jaw" were confirmed. The lot # 3000328534 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 had a cautery failure. The complainant provided a photo, per the photo the heater wire is lifted and the silicone is peeled.